Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon complettion of the investigation.

Event description:
A peritoneal dialysis patient's caregiver reported that the patient had experienced a hernia on (B)(6) 2016. The patient's pd nurse reported that the patient had to suspend continuous cycler assisted peritoneal dialysis with a diagnosis of a hernia caused by a scrotal tear. The pd nurse stated that the origin of the scrotal tear could not be determined. The patient had a successful surgical repair procedure and experienced no other complications. Additional information has been solicited.

Manufacturer narrative:
A clinical investigation was conducted. There is no documentation in the complaint file supporting a possible association between the liberty cycler and the event of scrotal leak and inguinal hernia. Additionally, there has been no allegation of device malfunction. However, there is a possible association between the event and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy. The cycler was returned for evaluation. There were no malfunctions found during the evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.